Event description:
The manufacturer recieved an allegation that the device failed the active exhalation valve test step during testing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that they received an allegation that the device failed the active exhalation valve test step during testing. During evaluation at the third-party service center, the complaint was confirmed, and the 3-way solenoid valve was replaced to address the issue. The device was tested and all testing passed.